Event description:
It was reported that after wearing the pod for 10 hours, the patient felt the needle deploy from the pod a second time, indicating a needle mechanism failure occurred. This left a bruise on the patient's skin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.